Event description:
It was reported that the user¿s blood glucose levels were persistently high and that the ilet was not delivering insulin at the time of the call due to no available insulin, with concerns raised about missed meal announcements despite the user reporting that meals had been announced. Additional training was assigned to improve understanding of meal announcements and ilet operation. Symptoms included hyperglycemia, with a fingerstick glucose of 303 mg/dl reported during the call. Outcomes included no hospitalization and no alerts or alarms reported. Investigation included review of outcome reports and user retraining. Investigation of this case revealed user-related use error related to missed or inconsistent meal announcements and therapy interruption due to lack of insulin available to the device, consistent with device not in use rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use and therapy interruption due to depleted insulin supply.